Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the bed frame collapsed while the patient was sitting up in bed (head section raised). There were no witnesses to the incident. A nurse just happened to be outside of the room when it occurred. The patient complained of back pain. X-rays were performed and were clear. The patient was given pain medication for the back pain. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.